Manufacturer narrative:
(B)(4). UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation it was noted that the patient had episodes of automatic mode switch, noise and oversensing was noted on the atrial lead. Noise reversion was turned off and the patient would continue to be monitored.